Event description:
I have one of the phillips-respironics recalled CPAP machines (system one, serial no. (B)(4)). Prior to wednesday (B)(6) it had not shown any of the signs of the problems listed in the recall notices. It is now producing small black flecks of material that I found in the nose piece the afternoon of (B)(6). FDA safety report ID# (B)(4).